Event description:
The customer was hospitalized for low bgs. The customer was vomiting. It was indicated that the customer was disconnected during rewind and prime. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested to the customer call md to discuss possible causes of low bgs. In addition, it was mentioned that the doctor wants to rule out the pump as a factor of low bgs.